Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert for intermittent noise on the rv lead. When pressure was applied to the device, the lead showed noise, a low out of range pacing lead impedance, and failure of output. The pocket was opened and the lead was disconnected from the ICD. Fluid was found on the lead connector when it was disconnected. The lead was cleaned and reconnected. There were no electrical anomalies after reconnecting and testing. The lead remains implanted. Patient will be followed via remote monitoring.